Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the svc call. The system was tested and found to be working as intended and put back into svc.